Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a discrepancy in reading between sensor glucose and blood glucose values and also reported a damaged battery cap. The customer reported a blood glucose value of 38 mg/dl during the hospitalization. The customer had emergency medical services dispatched and was hospitalized for treatment. The event involved product(s) mmt-332a, unomedical, mmt-1884, mmt-7040a. Troubleshooting was performed and the sensor glucose value during the event was 125.00 mg/dl and the blood glucose value during the event was 77.00 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values, which was within range. Troubleshooting was performed and the customer was using the auto mode/ smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. No further patient complications were reported. No return is required for mmt-332a, unomedical, mmt-1884, mmt-7040a.